Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy in 2000, painful l arm, numbness, cervicalgia, radiculopathy, spinal stenosis, weakness, shoulder pain, general body pain, abdominal pain, discomfort, decreased appetite, esophageal reflux, cervical dysplasia, tobacco user, melasma, spinal stenosis cervical, borderline personality disorder, respiratory tract congestion, sore throat, sinus pressure, diarrhea, earache, chest pain, itchy throat, hair loss and shoulder operation. Hysterosalpingogram on date (B)(6) 2010- result not mentioned. Previously administered products included for an unreported indication: flexeril, motrin, triluma and nexium. Concurrent conditions included anemia, gerd, hypertension, sinus infection, nicotine dependence, suprapubic pain, irregular menstruation, intra-abdominal pressure increased, bowel movement irregularity, constipation chronic, haematochezia, hives, itching, fever, vomiting, dizziness, presyncope, syncope, abdominal pain, borderline personality disorder, allergic rhinitis, acute pharyngitis, human papilloma virus infection, rectal bleeding, irritable bowel syndrome, leg pain, clotting disorder, hemorrhoids, chronic heartburn, colonoscopy, vaginal discomfort, shortness of breath, chest tightness, insomnia, back pain, cervicalgia, watering eyes, eye pruritus, nasal discharge, nasal obstruction, sneezing, difficulty in walking, endometriosis, dyspnea, varicose veins, anxiety depression, endometrial biopsy, weight gain and endometrial ablation. Family history included colon cancer. Concomitant products included amoxicillin, bisacodyl (dulcolax), botulinum toxin type a (botox), chlorphenamine maleate; pseudoephedrine hydrochloride (deconamine), doxycycline from (B)(6) 2011 to (B)(6) 2015, hydrocodone, ketorolac tromethamine (toradol), leuprorelin acetate (lupron), macrogol 3350 (miralax), melatonin, oxycodone hydrochloride; paracetamol (percocet) and progesterone. In 2009, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and migraine ("migraines / headaches"), 15 days after insertion of essure. On (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"). On (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with fluconazole, ibuprofen, leuprorelin acetate (leuprolide), metronidazole, sertraline hydrochloride (zoloft) and surgery (surgical removal of coil(s) laparoscopically). Essure was removed on (B)(6) 2013. At the time of the report, the endometritis, vaginal haemorrhage, menorrhagia, vaginal infection, vulvovaginal mycotic infection, dysmenorrhoea, depression, anxiety, fatigue, migraine, nausea, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, endometritis, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2009: impression: potential release of dominant follicle, follicle or cyst rupture, but nonspecific minimal free fluid suggested at the right adnexa. Discrete pathology is not otherwise apparent .definite location of tile essure device at the left or right is not identified. There is no apparent complicating feature identified within the endometrium or at the expected location of the fallopian tubes. Concerning the injuries reported in this case, the following one was described in patients medical record: endometritis, & the following ones were confirmed in patients medical record: menorrhagia, depression, nausea, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and mr received: reporter's were added. Patient's demographic was added. New events- vaginal bleeding, menorrhagia, vaginal infection, depression, mental anguish, bladder problems, urinary problems, dysmenorrhea, migraine, headache, nausea, yeast infection, fatigue were added and one event endometritis was captured from mr. Event outcome of pelvic pain was updated from unknown to recovering \ resolving. Treatment & concomitant drugs were added. Historical drugs were added. Concomitant conditions were added. Lab test was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy in 2000, painful l arm, numbness, cervicalgia, radiculopathy, spinal stenosis, weakness, shoulder pain, general body pain, abdominal pain, discomfort, decreased appetite, esophageal reflux, cervical dysplasia, tobacco user, melasma, spinal stenosis cervical, borderline personality disorder, respiratory tract congestion, sore throat, sinus pressure, diarrhea, earache, chest pain, itchy throat, hair loss and shoulder operation. Hysterosalpingogram on date 26feb2010- result not mentioned. Previously administered products included for an unreported indication: flexeril, motrin, triluma and nexium. Concurrent conditions included anemia, gerd, hypertension, sinus infection, nicotine dependence, suprapubic pain, irregular menstruation, intra-abdominal pressure increased, bowel movement irregularity, constipation chronic, haematochezia, hives, itching, fever, vomiting, dizziness, presyncope, syncope, abdominal pain, borderline personality disorder, allergic rhinitis, acute pharyngitis, human papilloma virus infection, rectal bleeding, irritable bowel syndrome, unilateral leg pain, clotting disorder, hemorrhoids, chronic heartburn, colonoscopy, vaginal discomfort, shortness of breath, chest tightness, insomnia, back pain, cervicalgia, watering eyes, eye pruritus, nasal discharge, nasal obstruction, sneezing, difficulty in walking, endometriosis, dyspnea, varicose veins, anxiety depression, endometrial biopsy, weight gain and endometrial ablation. Family history included colon cancer. Concomitant products included amoxicillin, bisacodyl (dulcolax), botulinum toxin type a (botox), chlorphenamine maleate;pseudoephedrine hydrochloride (deconamine), doxycycline from (B)(6) 2011 to (B)(6) 2015, hydrocodone, ketorolac tromethamine (toradol), leuprorelin acetate (lupron), macrogol 3350 (miralax), melatonin, oxycodone hydrochloride;paracetamol (percocet) and progesterone. On 17-jun-2009, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/chronic pelvic pain/chronic"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea(cramping)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury") and migraine ("migraines / headaches"), 15 days after insertion of essure. On 9-dec-2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"). On (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdominal pain"), anaemia ("bleeding: anemia") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with fluconazole, ibuprofen, leuprorelin acetate (leuprolide), metronidazole, sertraline hydrochloride (zoloft) and surgery (laparoscopically/tubal ligation on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the endometritis, vaginal infection, vulvovaginal mycotic infection, depression, anxiety, fatigue, migraine and nausea outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bladder disorder, urinary tract disorder, abdominal pain, anaemia and genital haemorrhage had resolved. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) conducted: unknown: result: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2009: potential release of dominant follicle, follicle or cyst rupture, but nonspecific minimal free fluid suggested at the right adnexa. Discrete pathology is not otherwise apparent .definite location of tile essure device at the left or right is not identified. There is no apparent complicating feature ident1fted within the endometrium or at the expected location of the fallopian tubes. Concerning the injuries reported in this case, the following one was described in patients medical record: endometritis, & the following ones were confirmed in patients medical record: menorrhagia, depression, nausea, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Following event were added: abdominal pain, anemia and general abnormal bleeding. Outcome of the event physical pain/chronic pelvic pain was changed from recovering to recovered and for the events dysmenorrhea(cramping), abnormal bleeding(vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding) and bladder or urinary problems or changes was changed from unknown to recovered. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy in 2000, painful l arm, numbness, cervicalgia, radiculopathy, spinal stenosis, weakness, shoulder pain, general body pain, abdominal pain, discomfort, decreased appetite, esophageal reflux, cervical dysplasia, tobacco user, melasma, spinal stenosis cervical, borderline personality disorder, respiratory tract congestion, sore throat, sinus pressure, diarrhea, earache, chest pain, itchy throat, hair loss and shoulder operation. Hysterosalpingogram on date (B)(6)2010- result not mentioned. Previously administered products included for an unreported indication: flexeril, motrin, triluma and nexium. Concurrent conditions included anemia, gerd, hypertension, sinus infection, nicotine dependence, suprapubic pain, irregular menstruation, intra-abdominal pressure increased, bowel movement irregularity, constipation chronic, haematochezia, hives, itching, fever, vomiting, dizziness, presyncope, syncope, abdominal pain, borderline personality disorder, allergic rhinitis, acute pharyngitis, human papilloma virus infection, rectal bleeding, irritable bowel syndrome, unilateral leg pain, clotting disorder, hemorrhoids, chronic heartburn, colonoscopy, vaginal discomfort, shortness of breath, chest tightness, insomnia, back pain, cervicalgia, watering eyes, eye pruritus, nasal discharge, nasal obstruction, sneezing, difficulty in walking, endometriosis, dyspnea, varicose veins, anxiety depression, endometrial biopsy, weight gain and endometrial ablation. Family history included colon cancer. Concomitant products included amoxicillin, bisacodyl (dulcolax), botulinum toxin type a (botox), chlorphenamine maleate;pseudoephedrine hydrochloride (deconamine), doxycycline from (B)(6)2011 to (B)(6)2015, drospirenone + ethinylestradiol (yaz)(B)(6)2009 to (B)(6)2009, hydrocodone, ketorolac tromethamine (toradol), leuprorelin acetate (lupron), macrogol 3350 (miralax), melatonin, oxycodone hydrochloride;paracetamol (percocet) and progesterone. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced pelvic pain ("physical pain/chronic pelvic pain/chronic"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea(cramping)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury") and migraine ("migraines / headaches"), 15 days after insertion of essure. In (B)(6)2009, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6)2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast / vaginal") and urinary tract infection ("urinary tract infection"). In (B)(6)2019, the patient experienced iron deficiency anaemia ("bleeding: anemia"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abdominal pain ("abdominal pain"). The patient was treated with fluconazole, ibuprofen, leuprorelin acetate (leuprolide), metronidazole, sertraline hydrochloride (zoloft) and surgery (laparoscopically/tubal ligation on (B)(6)2013). Essure was removed on (B)(6)2013. At the time of the report, the endometritis, vulvovaginal mycotic infection, depression, anxiety, fatigue, migraine, nausea and urinary tract infection outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bladder disorder, urinary tract disorder, abdominal pain and iron deficiency anaemia had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2010: essure confirmation test(s) conducted: unknown: result: bilateral occlusion. Ultrasound pelvis - on (B)(6)2009: potential release of dominant follicle, follicle or cyst rupture, but nonspecific minimal free fluid suggested at the right adnexa. Discrete pathology is not otherwise apparent .definite location of tile essure device at the left or right is not identified. There is no apparent complicating feature ident1fted within the endometrium or at the expected location of the fallopian tubes. Concerning the injuries reported in this case, the following one was described in patients medical record: endometritis, & the following ones were confirmed in patients medical record: menorrhagia, depression, nausea, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received- new event urinary tract infection was added. Reporter information and concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy in 2000, painful l arm, numbness, cervicalgia, radiculopathy, spinal stenosis, weakness, shoulder pain, general body pain, abdominal pain, discomfort, decreased appetite, esophageal reflux, cervical dysplasia, tobacco user, melasma, spinal stenosis cervical, borderline personality disorder, respiratory tract congestion, sore throat, sinus pressure, diarrhea, earache, chest pain, itchy throat, hair loss and shoulder operation. Hysterosalpingogram on date (B)(6) 2010 - result not mentioned. Previously administered products included for an unreported indication: flexeril, motrin, triluma and nexium. Concurrent conditions included anemia, gerd, hypertension, sinus infection, nicotine dependence, suprapubic pain, irregular menstruation, intra-abdominal pressure increased, bowel movement irregularity, constipation chronic, haematochezia, hives, itching, fever, vomiting, dizziness, presyncope, syncope, abdominal pain, borderline personality disorder, allergic rhinitis, acute pharyngitis, human papilloma virus infection, rectal bleeding, irritable bowel syndrome, unilateral leg pain, clotting disorder, hemorrhoids, chronic heartburn, colonoscopy, vaginal discomfort, shortness of breath, chest tightness, insomnia, back pain, cervicalgia, watering eyes, eye pruritus, nasal discharge, nasal obstruction, sneezing, difficulty in walking, endometriosis, dyspnea, varicose veins, anxiety depression, endometrial biopsy, weight gain and endometrial ablation. Family history included colon cancer. Concomitant products included amoxicillin, bisacodyl (dulcolax), botulinum toxin type a (botox), chlorphenamine maleate;pseudoephedrine hydrochloride (deconamine), doxycycline from (B)(6) 2011 to (B)(6) 2015, drospirenone + ethinylestradiol (yaz) (B)(6) 2009, hydrocodone, ketorolac tromethamine (toradol), leuprorelin acetate (lupron), macrogol 3350 (miralax), melatonin, oxycodone hydrochloride;paracetamol (percocet) and progesterone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/chronic pelvic pain/chronic"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea(cramping)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury") and migraine ("migraines / headaches"), 15 days after insertion of essure. In (B)(6) 2009, the patient experienced fatigue ("fatigue"), nausea ("nausea") and vaginal infection ("vaginal infection"). On (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast / vaginal") and urinary tract infection ("urinary tract infection"). In (B)(6) 2019, the patient experienced iron deficiency anaemia ("bleeding: anemia"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abdominal pain ("abdominal pain"). The patient was treated with esomeprazole, fluconazole, ibuprofen, leuprorelin acetate (leuprolide), metronidazole, sertraline hydrochloride (zoloft) and surgery (laparoscopically/surgical removal of coil on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the endometritis, vulvovaginal mycotic infection, depression, anxiety, fatigue, migraine and nausea outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bladder disorder, urinary tract disorder, abdominal pain, iron deficiency anaemia, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) conducted: unknown: result: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2009: potential release of dominant follicle, follicle or cyst rupture, but nonspecific minimal free fluid suggested at the right adnexa. Discrete pathology is not otherwise apparent .definite location of tile essure device at the left or right is not identified. There is no apparent complicating feature ident1fted within the endometrium or at the expected location of the fallopian tubes. Concerning the injuries reported in this case, the following one was described in patients medical record: endometritis, & the following ones were confirmed in patients medical record: menorrhagia, depression, nausea, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: pfs received-new events vaginal infection was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy in 2000, painful l arm, numbness, cervicalgia, radiculopathy, spinal stenosis, weakness, shoulder pain, general body pain, abdominal pain, discomfort, decreased appetite, esophageal reflux, cervical dysplasia, tobacco user, melasma, spinal stenosis cervical, borderline personality disorder, respiratory tract congestion, sore throat, sinus pressure, diarrhea, earache, chest pain, itchy throat, hair loss and shoulder operation. Hysterosalpingogram on date (B)(6) 2010- result not mentioned. Previously administered products included for an unreported indication: flexeril, motrin, triluma and nexium. Concurrent conditions included anemia, gerd, hypertension, sinus infection, nicotine dependence, suprapubic pain, irregular menstruation, intra-abdominal pressure increased, bowel movement irregularity, constipation chronic, haematochezia, hives, itching, fever, vomiting, dizziness, presyncope, syncope, abdominal pain, borderline personality disorder, allergic rhinitis, acute pharyngitis, human papilloma virus infection, rectal bleeding, irritable bowel syndrome, unilateral leg pain, clotting disorder, hemorrhoids, chronic heartburn, colonoscopy, vaginal discomfort, shortness of breath, chest tightness, insomnia, back pain, cervicalgia, watering eyes, eye pruritus, nasal discharge, nasal obstruction, sneezing, difficulty in walking, endometriosis, dyspnea, varicose veins, anxiety depression, endometrial biopsy, weight gain and endometrial ablation. Family history included colon cancer. Concomitant products included amoxicillin, bisacodyl (dulcolax), botulinum toxin type a (botox), chlorphenamine maleate;pseudoephedrine hydrochloride (deconamine), doxycycline from (B)(6) 2011 to (B)(6) 2015, drospirenone + ethinylestradiol (yaz)(B)(6) 2009 to july 2009, hydrocodone, ketorolac tromethamine (toradol), leuprorelin acetate (lupron), macrogol 3350 (miralax), melatonin, nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and progesterone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/chronic pelvic pain/chronic/ pelvic area pain"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea(cramping)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury") and migraine ("migraines / headaches"), 15 days after insertion of essure. In july 2009, the patient experienced fatigue ("fatigue"), nausea ("nausea"), urinary tract infection ("urinary tract infection/ uti") and vaginal infection ("vaginal infection"). On (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast / vaginal"). In july 2019, the patient experienced iron deficiency anaemia ("bleeding: anemia"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abdominal pain ("abdominal pain"). The patient was treated with esomeprazole, fluconazole, ibuprofen, leuprorelin acetate (leuprolide), metronidazole, ondansetron, sertraline hydrochloride (zoloft), sulfamethoxazole;trimethoprim (septra) and surgery (laparoscopically/surgical removal of coil on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the endometritis, vulvovaginal mycotic infection, depression, anxiety, fatigue and migraine outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bladder disorder, urinary tract disorder, abdominal pain, iron deficiency anaemia, urinary tract infection and vaginal infection had resolved and the nausea was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: fallopian tube obstruction cannot be assessed for as the cervix could not be catheterized.. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) conducted: unknown: result: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2009: potential release of dominant follicle, follicle or cyst rupture, but nonspecific minimal free fluid suggested at the right adnexa. Discrete pathology is not otherwise apparent .definite location of tile essure device at the left or right is not identified. There is no apparent complicating feature identified within the endometrium or at the expected location of the fallopian tubes. Concerning the injuries reported in this case, the following one was described in patients medical record: endometritis, & the following ones were confirmed in patients medical record: menorrhagia, depression, nausea, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event outcome was updated to recovering / resolving for event nausea. Lab data, treatment drugs and concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer ,and describes the occurrence of endometritis ('chronic endometritis'). In a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: tonsillectomy in 2000, painful arm, numbness, cervicalgia, radiculopathy, spinal stenosis, weakness, shoulder pain, general body pain, abdominal pain, discomfort, decreased appetite, esophageal reflux, cervical dysplasia, tobacco user, melasma, spinal stenosis cervical, borderline personality disorder, respiratory tract congestion, sore throat, sinus pressure, diarrhea, earache, chest pain, itchy throat, hair loss and shoulder operation. Hysterosalpingogram on date(B)(6) 2010, result not mentioned. Previously administered products included, for an unreported indication: flexeril, motrin, triluma and nexium. Concurrent conditions included: anemia, gerd, hypertension, sinus infection, nicotine dependence, suprapubic pain, irregular menstruation, intra-abdominal pressure increased, bowel movement irregularity, constipation chronic, haematochezia, hives, itching, fever, vomiting, dizziness, presyncope, syncope, abdominal pain, borderline personality disorder, allergic rhinitis, acute pharyngitis, human papilloma virus infection, rectal bleeding, irritable bowel syndrome, unilateral leg pain, clotting disorder, hemorrhoids, chronic heartburn, colonoscopy, vaginal discomfort, shortness of breath, chest tightness, insomnia, back pain, cervicalgia, watering eyes, eye pruritus, nasal discharge, nasal obstruction, sneezing, difficulty in walking, endometriosis, dyspnea, varicose veins, anxiety depression, endometrial biopsy, weight gain and endometrial ablation. Family history included: colon cancer. Concomitant products included: amoxicillin, bisacodyl (dulcolax), botulinum toxin; type a (botox), chlorphenamine maleate; pseudoephedrine hydrochloride (deconamine), doxycycline from (B)(6) 2011 to (B)(6) 2015, drospirenone + ethinylestradiol (yaz) (B)(6) 2009, hydrocodone, ketorolac tromethamine (toradol), leuprorelin acetate (lupron), macrogol 3350 (miralax), melatonin, nsaids, oxycodone hydrochloride; paracetamol (percocet), paracetamol (acetaminophen) and progesterone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/chronic pelvic pain/chronic/ pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems, condition: depression/psych injury"), anxiety ("psychological or psychiatric problems, condition: mental anguish/psych injury") and migraine ("migraines/headaches"), (B)(6) days after insertion of essure. In (B)(6) 2009, the patient experienced fatigue ("fatigue"), nausea ("nausea"), urinary tract infection ("urinary tract infection/uti") and vaginal infection ("vaginal infection"). On (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal), type: yeast/vaginal"). In (B)(6) 2019, the patient experienced iron deficiency anaemia ("bleeding: anemia"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abdominal pain ("abdominal pain"). The patient was treated with esomeprazole, fluconazole, ibuprofen, leuprorelin acetate (leuprolide), metronidazole, ondansetron, sertraline hydrochloride (zoloft), sulfamethoxazole;trimethoprim (septra) and surgery (laparoscopically/surgical removal of coil on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the endometritis, vulvovaginal mycotic infection, depression, anxiety, fatigue and migraine outcome was unknown. The genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bladder disorder, urinary tract disorder, abdominal pain, iron deficiency anaemia, urinary tract infection and vaginal infection had resolved. And the nausea was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010, fallopian tube obstruction cannot be assessed. For as the cervix could not be catheterized. Imaging procedure: on (B)(6) 2010, essure confirmation test(s) conducted: unknown result: bilateral occlusion. Ultrasound pelvis: on (B)(6) 2009, potential release of dominant follicle. Follicle or cyst rupture, but nonspecific minimal free fluid suggested at the right adnexa. Discrete pathology is not otherwise apparent. Definite location of tile essure device at the left or right is not identified. There is no apparent complicating feature identified within the endometrium or at the expected location of the fallopian tubes. Concerning the injuries reported in this case, the following one was described in patients medical record: endometritis, & the following ones were confirmed. In patients medical record: menorrhagia, depression, nausea, dysmenorrhea. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020, quality safety evaluation of ptc. (Product technical complaint). Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.